Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2020, in order to replace the patient's abutment. During the procedure, excess skin at the implant site was excised and topical antibiotics were applied.